Event description:
It was reported that the foley catheter balloon would not deflate.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "to deflate catheter balloon : gently insert an syringe in the catheter valve. Never use more force than is required to make the syringe "stick " in the valve. If you notice slow or no deflation, re seat the syringe gently. Allow the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfection or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.